Event description:
It was reported that during an unspecified procedure, the device would not work. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The reported complaint was confirmed. It was visually observed that the control handle axis pin was detached. There was no effect on the probe as it was able to work as intended.